Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system exhibited low pacing impedances out of range on the right ventricular (rv) lead. Additionally, there were other alerts suggesting both this atrial and the left ventricular (lv) lead thresholds have exceeded programmed amplitude/suspension. The trend data showed a decrease in the lv lead, this right atrial (ra) lead in the pacing and shock impedance as well. The technical services (ts) indicated that, this change in multiple leads measurements could indicate a change in the patient's clinical condition or medication change at this time. The health trend data also shows the beginning of a potential change in the patient's clinical condition around the same time. There was noise on shock channel. The ts discussed troubleshooting options. This ra lead remains in service. No adverse patient effects were reported. "This report reflects info received by FDA in the form of a notification per 803.22 (b)(2)."